Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The pediatric receiver device (B)(4), used with the complaint sensor device, was returned on 08/06/2014. The returned pediatric complaint receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log and diagnostic chart found inaccuracies. The reported event of inaccurate blood glucose values was confirmed. A definitive root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).